Event description:
A malfunction occurred on the customer's pump, indicated by a malf 16 code. There was no adverse impact to the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction in the last 24 hours, so technical support provided reset instructions and assisted with resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reappears.